Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy and subsequently died. The peritonitis was manifested by illness. On the same day as the onset of peritonitis, the patient was hospitalized for the peritonitis event. The cause of peritonitis was not reported. The patient was treated with unknown antibiotics (route, dose, frequency, and duration not reported) for peritonitis. Dianeal therapy was ongoing. It was reported that the peritonitis cleared up prior death; however, it was also reported the cause of death was complications from the peritonitis. It was not reported if an autopsy was performed. No additional information is available.